Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: desired implant removal. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female underwent breast augmentation with 395cc mentor memoryshape breast implants and desired bilateral implant removal post-operational. As a result, the patient underwent bilateral device removal on (B)(6) 2020. This report is for the patient's left-sided device.

Manufacturer narrative:
On april 1, 2020, the product investigation was completed. Device investigation summary: the sample was visually inspected and no apparent damage was found. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).